Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump suddenly started vibrating and it would not deliver her insulin. The blood glucose was 319 mg/dl and 370 mg/dl at the time of the incident. The current blood glucose was 473 mg/dl. The customer stated that, it has not delivered any insulin after her dinner toasted cheese sandwich. The high blood glucose was treated with insulin injection. Currently her pump is alerting for no delivery alarm. Customer stated that, the infusion set cannula was bent. But went up to 473 mg/dl. The customer treated high blood glucose with both pen and syringes. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The insulin pump will not be returned for analysis.